Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet pump, though glucose readings began displaying at the start of the call and no assistance was required. No adverse clinical symptoms reported. Outcomes included no clinical impact and no hospitalization. User support included user troubleshooting and education. Investigation of this case revealed that the pairing issue was transient and self-resolved, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related and not attributable to a device defect.